Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight weeks post-implant, the patient's implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. It was noted that the incision had opened up and was weeping. The patient was treated with antibiotics and the ICD system will be replaced in the future. No further patient complications have been reported as a result of this event.